Manufacturer narrative:
This is the 1st (to date) safety complaint for this lot. Manufacturing records for this lot were reviewed, and there were no discrepancies noted. There were no nonconformances associated with this lot. Doctor's notes were not received but a review of the patient history notes provided during initial account setup was conducted. Patient history notes showed multiple urinary and incontinence issues. The patient's medical history of incontinence, his medication, or urine leaks could have contributed to the infection, but the cause of this report is unclear. There is no indication that the device failed to meet specifications or malfunctioned. Complaint will be updated if more information is provided by the patient or doctor's notes confirming infection are received. There is no confirmed history of infection related to our product. As a show of an abundance of caution, the complaint is being reported.

Event description:
Patient was contacted for 30-day follow up. Patient stated he is not using ml anymore as he experienced a uti that was treated in the hospital. He stated he was not sure what caused it but has several health ailments and takes medication that can cause utis. Patient stated he is not using ml again until he consults with his urologist. Patient provided ml lot # k29507. Product specialist later reached out to the patient to get the name of the hospital to request doctor's notes on patient medical history and confirmation of infection but was unsuccessful. Patient was a first-time user and had previous calls with a product specialist about leaking possibly due to backflow, and the product specialist advised him to be mindful of positioning to prevent backflow.